Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') and genital haemorrhage ('bleeding: other') in an adult female patient who had essure (batch no. B97491) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, depression, gastritis, obesity and ankle operation. Previously administered products included for prevent pregnancy: mirena from 2009 to 2014. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since 2016 for genital bleeding. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2018, the patient experienced back pain ("back pain"). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain/pain"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, allergy to metals, back pain, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: total bilateral occlusion, successful procedure. Pregnancy test urine - on (B)(6) 2014: negative. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- new events abnormal bleeding (vaginal, menorrhagia) and migraines / headaches were added. Event migration were updated with partial expulsion of device. Event onset date were added. Lot number was added. New reporter, medical history, lab data and concomitant medication were added. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') and genital haemorrhage ('bleeding: other') in an adult female patient who had essure (batch no. B97491) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, depression, gastritis, obesity, ankle operation, leiomyoma and vulval lesion. Previously administered products included for prevent pregnancy: mirena from 2009 to 2014. Concurrent conditions included adenomyosis, abnormal uterine bleeding, uterine fibroids and hemostasis. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since 2016 for genital bleeding. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2018, the patient experienced back pain ("back pain"). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain/pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy and bilateral salpingectomy and robotic assisted total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, allergy to metals, back pain, vaginal haemorrhage, heavy menstrual bleeding and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: total bilateral occlusion, successful procedure.. Pregnancy test urine - on (B)(6) 2014: negative.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2021: mr received. Removal details, reporters, concurrent conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') and genital haemorrhage ('bleeding: other'). In an adult female patient who had essure (batch no. B97491), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: hypothyroidism, depression, gastritis, obesity, ankle operation, leiomyoma nos and vulval lesion. Previously administered products, included for prevent pregnancy: mirena from 2009 to 2014. Concurrent conditions included: adenomyosis, abnormal uterine bleeding, uterine fibroids and hemostasis. Concomitant products included: ethinylestradiol; norgestimate (ortho tri-cyclen) since 2016 for genital bleeding. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines/headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and heavy menstrual bleeding ("menorrhagia"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2018, the patient experienced back pain ("back pain"). In (B)(6) 2018, the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain/pain"). The patient was treated with surgery (robotic-assisted total laparoscopic hysterectomy, and bilateral salpingectomy and robotic assisted total hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, allergy to metals, back pain, vaginal haemorrhage, heavy menstrual bleeding and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2014, total bilateral occlusion, successful procedure.; pregnancy test urine: on (B)(6) 2014, negative. Batch no#: b97491, production date: 2013-11-26, expiration date: 2016-11-30. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-oct-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration ') and genital haemorrhage ('bleeding: other') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and back pain ("backpain"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, allergy to metals and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device dislocation, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: new events added-migration, pelvic pain, abdominal pain, bleeding-other, back pain, dysmenorrhea (cramping), nickel allergy, reporter (consumer) information updated, patient date of birth, age group, lab data were added, product indication and product start date updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/migration of essure device location of device: uterus') and genital haemorrhage ('bleeding: other') in an adult female patient who had essure (batch no. B97491) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism, depression, gastritis, obesity and ankle operation. Previously administered products included for prevent pregnancy: mirena from 2009 to 2014. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen) since 2016 for genital bleeding. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2018 , the patient experienced back pain ("back pain"). In (B)(6) 2018 , the patient experienced abdominal pain ("abdominal pain"). In (B)(6) 2018 , the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pelvic pain/pain"). Essure treatment was not changed. At the time of the report, the device expulsion, genital haemorrhage, dysmenorrhoea, pelvic pain, abdominal pain, allergy to metals, back pain, vaginal haemorrhage, menorrhagia and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, back pain, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: total bilateral occlusion, successful procedure.. Pregnancy test urine - on (B)(6) 2014: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.